Event description:
It was reported that the patient had a pacemaker upgrade procedure. Following the procedure, one of two left ventricular (lv) lead dislodged. During the removal of the dislodged passive lv lead, the active fixation lv lead was also removed. The replacement was successful. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt code: 4582. Device code: 4001. Ref report: mw5181835.